Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "(B)(4) plate which acts as spring on handle broke off while clamping hook during case. Implant was in patient. No adverse effects. Instrument removed from field and case resumed."